Event description:
It was reported that the patient presented for device upgrade. The physician noted that the right atrial exhibited noise and high impedance. The lead was explanted and replaced, the procedure went well and the patient was discharged home.